Manufacturer narrative:
One fast-cath transseptal guiding introducer was received for investigation the reported event of a sideport tubing detachment was confirmed. The extension tubing had detached from the sideport of the hemostasis body due to an insufficient amount of solvent on the extension tubing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report further information regarding the event were requested but not received.

Event description:
During device preparation, the sideport was noted to be detached from the sheath. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.